Manufacturer narrative:
Follow-up # 1 (02/14/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. The meter's ok button was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in the USA, alleging the meter's ok button was not responding. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the meter has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.